Event description:
It was reported that 10 days post implant, the patient presented to the emergency department with complaints of chest discomfort. The right ventricular (rv) lead had high thresholds and was unable to capture at 4 volts in bipolar or unipolar pacing configuration. Imaging indicated that the rv lead has dislodged and was found be extra-cardia, through the pericardium and in the pleural space and had caused a pleural effusion. The patient had a chest tube placed and was admitted to the intensive care unit. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.